Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not detecting the patient's atrial flutter. There were some dropped beats due to ventricular blanking and the device was not mode switching. The ipg remains in use. No patient complications have been reported as a result of this event.